Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported product was received for investigation at stryker endoscopy's receiving dock but could not be found internally, therefore the reported failure mode cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is found, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root causes: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.